Manufacturer narrative:
Results: faulty hi-lo motor assembly.

Event description:
It was reported by service report that the bed would not go up or down and minimum height was not attainable. No patient involvement or adverse consequences are reported.